Manufacturer narrative:
Our product evaluation laboratory received one swan ganz catheter. The report of damaged catheter tip was not confirmed. However, the balloon was ruptured in the central area. Edges of balloon appeared to match up at the ruptured site. All through lumens were patent without any leakage or occlusion. No visible damage was observed from the catheter body. An engineering evaluation was performed to assess manufacturing-related processes which could be correlated to the complaint. Based on the evaluation performed a root cause could not be established. The work order documentation and the manufacturing process were verified and no deficiencies were found. The defects were found during use and as per the IFU ¿catheter preparation¿ the balloon integrity is verified before the catheter insertion on the patient: ¿check balloon integrity by inflating it to the recommended volume. Check for major asymmetry and for leaks by submerging in sterile saline or water. Deflate balloon before insertion.¿ as part the manufacturing process the product is 100% balloon inspected and if the defects were present in the product it would have been detected during this inspection. A possible root cause for the complaints detected during use could be related to the incorrect manipulation of the unit at the hospital after the balloon test as per the instructions of the ifus. Personnel acknowledgment was provided to the manufacturing personnel to inform them of this nonconformance. It is unknown whether user or procedural factors contributed to the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The product is expected to be returned, but has not yet been received. Upon receipt and evaluation of the device a supplemental report will be submitted with the investigation findings. A device history record review was completed and documented that the device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. (B)(4).

Event description:
It was reported, in this 3500a, that a young patient with no past medical history went into a v-fib arrest. He had rising cardiac biomarkers and was taken to the cardiac catheter lab for a left and right cardiac catheterization, coronary angiography, left ventriculography, and placement of a swan-ganz catheter. While placing the swan-ganz catheter under fluoroscopy, the tip, with the balloon inflated, fractured in the rv during the process of advancing to rvot, and embolized to the distal arterial beds. It could not be visualized on fluoroscopy. The remainder of the catheter was removed and replaced without incident. No patient injury. It is unknown if the device is available for evaluation.